Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Conclusion: upon reception, interrogation of the device confirmed that the two induced arrhythmias were not internally converted even with the 34-joule shock (31.4j delivered); (B)(4): the setscrew was probably unscrewed too far when the lead was repositioned and reconnected to the device, difficulties were encountered to reinsert correctly the setscrew (found skewed and blocked in the upper part of the terminal block). Although the regular click sound of the wrench was heard, the lead could not be correctly tightened; in this context, it should be noted that standard operating procedures include adequate procedures in order to prevent from the risk of incorrect setscrew positioning at the end of the manufacturing process and after shipping as described below: at the end of the manufacturing process, setscrews are screwed in such a position so that the lead could be inserted without unscrewing the setscrew. To ensure that setscrews are functional and not cross-threaded when the device is shipped, ela verifies with a visual inspection that the top of the setscrew head is at the same level as the top of the terminal block. This ensures that the setscrew is correctly engaged in the terminal block. In addition, some glue is applied between the setscrew head and the terminal block to avoid any movement during device shipment and storage. These different steps are part of the procedure to be applied when the connector head is mounted on the titanium case. Therefore, if the setscrew needs to be retracted, the screwdriver blade should be turned no more than 1 turn counterclockwise, otherwise the setscrew may be disengaged. To position it correctly after disengagement might be difficult.

Event description:
During the implant procedure, the induction tests were negative at 34j. The device was repositioned and the lead was reconnected to this ICD; however, the screw on the coil did not engage. The lead pulled out. Therefore, the ICD was not implanted.